Manufacturer narrative:
Pro code = dqx.. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a lower extremity angiogram procedure via unspecified groin access, the tip of the roadrunner the firm hydrophilic wire guide sheared off inside the struts of a previously placed boston scientific stent. Retrieval was not attempted. The physician determined because the foreign body was lodged between the vessel wall and the stent struts, there was minimal risk of distal embolization. The roadrunner the firm hydrophilic wire guide's hydrophilic coating was activated during the procedure via a syringe filled with normal saline solution through the wire hoop then via white 4x4 cloths soaked in heparinized saline. The length of activation time was not disclosed. According to the initial reporter, the procedure was completed in normal fashion. Due to the calcification of the vessel, it was not possible to cross the occluded vessel. No additional procedures were required as a result of this occurrence and no adverse effects have been reported. The patient will undergo a peripheral bypass around the blocked artery but this procedure is not as a result of the retained portion of the complaint device. It is a result of the patient's anatomy and the inability to cross the occlusion via the endovascular approach.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, documentation, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, an IFU is provided with the device, which states ¿never use a roadrunner pc wire guide through a metal needle cannula. Destruction of the outer polyurethane coating may result. A plastic outer sheath needle is recommended if the roadrunner pc wire guide is used for initial placement. Always keep the surface of the wire guide wetted for optimal results. Manipulation of the product requires fluoroscopic control." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device, but to patient previously placed stent (or patient condition). We will continue our monitoring of similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.